Event description:
It was reported that during a prostate procedure, the fiber tip was broken upon opening. It is unknown how the case was completed. No patient and user complications were reported due to this event.